Event description:
Davinici would not recognize stapler after it was removed, reinserted, would not calibrate. Opened a new stapler. Incident has been reported to supplier, product returned [redacted], rga# [redacted] report filled out by [redacted], ext [redacted].